Manufacturer narrative:
Complaint conclusion: as reported by medical affairs, an MRI technician called in requesting medical information and additionally reported adverse events. On u/u/u, the patient had 2 cypher stents placed in rca for "occlusion". On u/u/u patient had 4 cypher stents placed in unknown vessel for "occlusion". It was reported that all stents may have been placed in (B)(6) 2007 on 2 separate dates which could not be clarified further. It could not be clarified which set of stents were implanted first. The MRI technician reported that she had no time to talk so no further information was obtained at the time of the call. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Without further testing, it is not possible to determine the source of this event. Patient, procedural and pharmacologic factors maybe have contributed to the reported event. Restenosis is associated with the progression of cardiovascular disease and is a known potential adverse event following stent implantation. Well documented potential complication of stent placement is subsequent intimal hyperplasia and occlusion. Progression of atherosclerosis is an expected outcome of the disease process. There is no indication that the event was related to a design or manufacturing issue, therefore no corrective action is needed.

Event description:
As reported by medical affairs, an MRI technician called in requesting medical information and additionally reported adverse events. On u/u/u, the patient had 2 cypher stents placed in rca for "occlusion". On u/u/u patient had 4 cypher stents placed in unknown vessel for "occlusion". It was reported that all stents may have been placed in (B)(6) 2007 on 2 separate dates which could not be clarified further. It could not be clarified which set of stents were implanted first. The MRI technician reported that she had no time to talk so no further information was obtained at the time of the call.